Manufacturer narrative:
(B)(4)

Event description:
It was reported that increased capture threshold and decreased pacing lead impedance were observed during a routine follow-up. X-ray revealed lead dislodgement. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being broken. The patient was in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.